Manufacturer narrative:
(B)(4). The opt946 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: fisher & paykel healthcare did not receive a complaint cannula for evaluation. Our investigation is based on information and photographs provided by the hospital. Results: the hospital had reported that the "opt946 cannula has detached between the clear portion and the green portion and has torn tubing at cannula end and tube connection end". Conclusion: the provided photographs revealed that the cannula tubing was stretched and torn. One photograph showed that the headgear clip was pulled out of the interface. The observed damage to the tubing is most likely the result of pulling on the cannula tubing with undue force. The headstrap can be disconnected from the interface for ease of fitting, but requires force to do so and does not disconnect spontaneously. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The setup instructions in the user instructions which accompany the opt946 nasal cannula include the following steps: - ensure head strap clip is attached, to prevent cannula from being pulled out of the nares. - cannula can become unattached if not used with the head strap clip. - attach tubing clip to clothing/bedding to prevent cannula from pulling off face. The user instructions also contain the following warnings/cautions: - do not crush or stretch tube, to prevent loss of therapy. - failure to use the set-up described above can compromise performance and affect patient safety. Photographic inspection.

Event description:
A hospital in (B)(6) reported that the opt946 nasal cannulae had torn tubing and were disconnecting where the interface meets the headgear. There was no patient consequence.